Event description:
The customer initially reported that their device was showing the service wrench and charge-pak icons. Upon evaluation by physio-control, it was observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was that a broken tab within the shock capacitor. The broken tab would not allow the device to charge and deliver defibrillation energy. The customer received a replacement device.